Event description:
The values indicated by the catheter went from 0 to -45. The medical staff left the catheter in the patient and observed the readings. The catheter would zero but never gave a reading in the positive figures.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.